Manufacturer narrative:
The subject device has not been returned for evaluation. Therefore, the reported event cannot be confirmed. The root cause of this event cannot be determined at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a qd22 cannulas tubing became disconnected from the connector during ECMO use. No patient issues reported. No additional information provided.

Manufacturer narrative:
Customer complaint of disconnect between cannula and connector was confirmed. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, the connector of the returned cannula was easily disconnected from the cannula body and the connector was observed to be cracked. The connector appeared to have adhesive marks. No other visual damage, contamination, or other abnormalities were found on product. These cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. If not detected prior to use, the bypass machine may alarm for decreased flow. A partial or complete separation will require exchange of the cannula, temporary interruption of bypass, and in a worst case scenario retrieval of the device fragment. Depending on the location of the fracture/separation, it may also result in significant blood loss. In this case, the root cause cannot be determined at this time. The instructions for use (IFU) warns, ¿attach and manipulate cannula in such a manner as to prevent kinks or any restrictions that may compromise product performance.¿ additionally, users are directed to, ¿visually examine the quickdraw venous cannula, introducer(s), and components. Do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open.¿ it was noted that the patient was undergoing ECMO. Per the IFU, ¿use of the quickdraw venous cannula is indicated for patients undergoing cardiopulmonary bypass.¿ it is possible that use of the device for a non-indicated procedure contributed to the disconnection of the cannula. Packaging, handling, preparation, and surgical techniques were not reported; therefore, a clinical failure could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
Reference CAPA-20-00141.